Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign body at the needle. The following was received by the initial reporter: on (B)(6) 2023, a nurse in the comprehensive operating room of our hospital found that there was a suspected foreign body at the needle of the syringe when inspecting the equipment and consumables before intraocular injection. After observed by some other nurses at the scene, it was confirmed that there was something attached to the needle, and the product was discarded immediately. After replacing with a new syringe, this issue was not found again.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was repoted that the bd ultra-fine¿ insulin syringe had foreign body at the needle. The following was received by the initial reporter: on (B)(6), 2023, a nurse in the comprehensive operating room of our hospital found that there was a suspected foreign body at the needle of the syringe when inspecting the equipment and consumables before intraocular injection. After observed by some other nurses at the scene, it was confirmed that there was something attached to the needle, and the product was discarded immediately. After replacing with a new syringe, this issue was not found again.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.